Event description:
It was reported that the foot of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. It was found during service at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, foot is bent, was duplicated. The technician also noted that there was no bounce with the device. Based on the risk documentation a bent foot guard can occur when excessive side load is applied to the feature. The device was placed in parts retention.